Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This study aimed to assess the impact of lesion predilation with kissing inflation using under-sized balloons (pre-kissing [pk]) on the procedural outcome of percutaneous intervention (pci) on coronary bifurcation lesions (cbls). A total of 538 patients who underwent pci with drug-eluting stent implantation on a complex cbl constituted the study population. 66 patients in the pk group, 472 patients in the control group, and 126 patients in the pm-control group. All patients were on dual-antiplatelet therapy (dapt) before intervention. Zotarolimus-eluting stents endeavor resolute, resolute in tegrity or resolute onyx were used in 350 patients. Non-medtronic drug eluting stents were used in the remaining cases. Of the 1,430 bifurcated lesions, target lesions included left main bifurcation, left anterior descending/d1, circumflex, obtuse marginal, distal right coronary. Most treated lesions were in the left anterior descending/diagonal or left main bifurcations and were medina lesion class 1,1,1. C side-branch timi flow during pci was observed angiographically. In complex lesions, the lesion was usually prepared with balloon dilation, while a minority of patients received thrombus aspiration or rotational atherectomy. After the procedure, all patients received dapt for 12 months, with the indication to continue aspirin indefinitely. The median follow-up duration was 578 days. Clinical outcomes reported included death which was not directly related to the device, myocardial infarction, stent thrombosis, CABG, target lesion revascularization, target-vessel failure, pci to another vessel.